Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. The device quality and manufacturing history records (DHR) were checked for all available lot numbers and were within specifications valid at the time of production. Five further incidents have been filed with lot 51867614 and 51957312 regarding implant loosening until today. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. The conclusion from the root cause analysis is that a systematic device deviation is unlikely, since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00319 (400478235 nx051z). 9610612-2020-00318 (400478231 nx051z).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product as vega ps tibial plateau. As a result of having the product implanted, the patient has experienced pain and swelling in both knees, difficulty walking, and loosening of the implants which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2013 and the revision surgery occurred on (B)(6) 2018 for one knee and (B)(6) 2017 for the other knee. It is unknown which side was revised at what time. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00318. Involved components: right knee: nx031z (ps femur cemented f5n rt), nx043 (universal patella p3), nn260p (peek plug f/ tibia), nx112 (ps pe insert t1/t1+, 14mm). Left knee: nx114 (ps pe insert t1/t1+, 18mm), nn260p (peek plug f/ tibia), nx043 (universal patella p3), nx011z (ps femur cemented f5n lt). The cement used during surgery is unidentified.